Event description:
The customer reported that there were several buttons sticking on the left gantry panel. There was no report of harm to a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).